Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) was taken out of action due to blood tracking back to the console. There was no patient harm caused.

Manufacturer narrative:
Updated fields - b3, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found blood inside luer port on pim but had not progressed anywhere further after full inspection as per service manual instruction. Replaced full pneumatic module assembly including safety disk and tidal disk. Device passed all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use.

Event description:
N/a